Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12, with no notable events occurring prior. Customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, resolving the issue, and allowing the customer to continue using the pump. Caller was advised to call back if the issue recurred and acknowledged this instruction.